Event description:
It was reported that during a da vinci si myomectomy procedure, arcing occurred with the permanent cautery spatula instrument.the instrument was replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the conductor wire has a section at the wrist that is dislodged from the conductor cap and exposed outside the yaw pulley. Wire insulation is damaged near the yaw pulley exit, exposing bare wire. Boss feature of the yaw pulley is missing. Charring on the yaw pulley was evident. Yaw pulley exhibits charring/localized melting adjacent to the exposed bare wire. Bare wire likely created a path for unintended arcing to the yaw pulley.